Event description:
As reported by nursing home: ventilator became disconnected from tracheostomy tube. Ventilator alarm did not sound. When pt was discovered, the light on the alarm was flashing but there was no sound. Resuscitation was attempted but failed.